Event description:
The following article was received based on a literature review: article: femtosecond laser arcuate keratotomy vs toric intraocular lens implantation in cataract surgery: a randomized clinical trial. A 2-group, parallel, randomized clinical trial was done to compare the clinical outcomes of femtosecond laser arcuate keratotomy (fsak) and toric intraocular lens (tiol) implantation for astigmatism correction in patients undergoing femtosecond laser-assisted cataract surgery. A total of 196 patients were included in the study and divided into two groups: femtosecond laser arcuate keratotomy (fsak) (lensx; alcon laboratories) (n=98) and toric intraocular lens (tiol) (tecnis toric zct; johnson & johnson vision) implantation (n=98). For tiol group, misalignment of over 10°, necessitating secondary repositioning surgery (n=1).

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown/information not provided. Section b3: date of event: unknown/information not provided. Section d4: model number: unknown/not provided. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown/information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: unknown/information not provided. Section d6b: if explanted, give date: unknown/information not provided. Section e1: initial reporter: telephone number: unknown, information not provided. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Citation: zhong y, chen s, wang h, li s, lu z, xu j, yu y, yao k. Femtosecond laser arcuate keratotomy vs toric intraocular lens implantation in cataract surgery: a randomized clinical trial. Jama ophthalmol. 2025 mar 1;143(3):199-206. Doi: 10.1001/jamaophthalmol.2024.5887. Pmid: 39847362; pmcid: pmc11926645. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.